Event description:
It was reported that while using bd bactec¿ fx40 instrument false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "mark positive roads with negative graphics".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na. Initial reporter phone number: (B)(6).

Manufacturer narrative:
This MDR should be considered cancelled. Additional information was received that indicated that the false positive result was due to an instrument failure clearly distinguishable to the user. In the event that an entire rack, row or instrument would flag as positive, the user would not interpret these results as accurate. An instrument positive vial is not reported to the physician or chart as presumptively positive unless organisms are identified on the gram-stain, and is not finalized until the organisms are grown and identified from culture. It is unlikely that this type of event would lead to an adverse impact to patients.

Event description:
It was reported that while using bd bactec¿ fx40 instrument false negative results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " mark positive roads with negative graphics."